Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by an educator on behalf of the patient, who faced a couple of bent cannula issues in a row. Subsequently, on (B)(6) 2020, the patient was admitted to the hospital because of high blood glucose level of 1000 mg/dl (at the time of the incident) and diabetic ketoacidosis due to bent cannulas. The patient was administered treatment via drip (drug name unknown) as corrective treatment. Currently, the patient was admitted in the intensive care unit and was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.